Event description:
The customer reported obtaining a false high modular creatinine (crem) result of 368 umol/l for one (1) patient from the unicel dxc 880i synchron access clinical system. The customer reported the result out of the laboratory and the physician questioned the result. Subsequent repeat of the sample on an alternate instrument generated a creatinine result of 59 umol/l. The customer did not report of any change or affect to patient treatment in connection with this event. Quality control (qc) results obtained prior to and following the event were within the laboratory's established ranges.

Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the creatinine (crem) module and discovered that the modular chemistry probe wash collar had slipped down approximately 2 - 3 millimeters. The fse adjusted the position of the wash collar to resolve the issue.